Event description:
It was reported that; on (B)(6) 2013, the patient underwent the surgery. On (B)(6) 2014, the surgeon found that the rod was broken(level of l2 left and l4 right). The surgeon performed revision surgery on (B)(6) 2015.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the device in question was implanted for approximately 22 months prior to the fracture being identified. Additionally the fracture surfaces of the rod were inspected and beach marks were observed, which are consistent with fatigue fracture. The device was sent for a material analysis and it was determined that the device fractured in bending fatigue. Conclusion: the most likely cause of the event is fatigue of the device due to the length of implantation.

Event description:
It was reported that; on (B)(6) 2013, the patient underwent the surgery. On (B)(6) 2014, the surgeon found that the rod was broken(level of l2 left and l4 right). The surgeon performed revision surgery on (B)(6) 2015.